Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect - clinical code e2304 chills.

Event description:
It was reported that ???/hour glass/no readings/sensor error in status box occurred. On the morning of (B)(6) 2023, the patient woke up and started vomiting, had chills and stomach pain. There were no readings on the cgm. The patient's mother took the patient to the hospital. At the hospital the doctor took a blood glucose reading which was 400 mg/dl. They treated the patient with 2 bags of IV medication. The patient was transferred to another hospital and was treated there with IV insulin. The patient was diagnosed with diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU). At the time of the report on (B)(6) 2023, the patient was still in the ICU but was conscious. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.